Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While performing a pci for angina pectoris, the physician was unable to advance the 2.75x20mm taxus express2 drug eluting stent through the proximal portion of the calcified target lesion located in an unk but severly tortuous vessel. Upon removal of the device, it was noted that the struts lifted on the proximal edge of the stent, the procedure was successfully completed with another 2.75x20mm taxus express2 drug eluting stent. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.